Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that when flushed triple lumen PICC leaking at insertion site. Subcutaneously ruptured in one of the lumens at the 3cm mark. Catheter removed, and patient was discharged home the next day. A piv was placed prior to discharge. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 5 fr t/l powerpicc solo was returned for evaluation. An initial visual observation of the returned catheter revealed blood use residues throughout the returned sample. A longitudinal split was observed at the 3 cm depth marker. The catheter appeared to have light kink impressions at the 3 cm depth marker. The split appeared to be longer on the outside of the catheter body than the inside of the catheter body. An examination of the catheter structure revealed no potential damage/defect related to the manufacture of the product. The split features were consistent with damaged caused by sharp kinking of the catheter shaft. The damage location suggests that catheter securement, access and maintenance techniques may have contributed to this failure. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information: it was reported the rupture did not result in a complete break.